Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 42 mg/dl with seizure requiring assistance from a third party. The reporter indicated that the insulin on board (iob) calculation as not showing up on the bolus total screen. During troubleshooting, the reporter confirmed that the iob feature was turned on; a test calculation was completed and found that the pump was calculating the iob correctly. This report is made based on the allegation that the patient experienced hypoglycemia with seizure requiring intervention from a third party associated with use of the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: the pump history from the time of the event was overwritten due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump insulin on board setting was found to be turned on with a duration of 4 hours. A 10 unit audio and a 10 unit normal bolus were delivered and the insulin on board status screen correctly reflected 20 units. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.